Manufacturer narrative:
Initial: awaiting product return for device analysis.

Event description:
Icp sensor initially installed in intensive care unit (intensive care medicine). On arrival in the patient's neuro-resuscitation unit, when the sensor was connected, the box systematically switched off. A new sensor with the same reference and serial number (B)(6) was installed by. No consequences for the patient.

Event description:
Icp sensor initially installed in intensive care unit (intensive care medicine). On arrival in the patient's neuro-resuscitation unit, when the sensor was connected, the box systematically switched off. A new sensor with the same reference and serial number (B)(6) was installed by. No consequences for the patient.

Manufacturer narrative:
The tracability does not show any problem with the product.